Event description:
It was reported that the patient's lead and device were explanted and replaced. It was noted that the lead impedance was high and there was a lead fracture. There were no patient symptoms/injuries related to this event. Subsequent information received reported that the stimulation changed and had not been helping with the patient's pain. It was reported there was "shocking" and "impedance," and showed "electrodes out of range." A lead or extension breakage was noted, along with no patient injury or death.

Manufacturer narrative:
Product ID, neu_stylet_acc lot# serial# implanted: explanted: product type accessory product ID, 3778-60 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# unknown implanted: explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient. (B)(4). Analysis of the lead, model 3778-60, found the lead body conductor broken with anchor site unknown. Analysis of the stylet accessory found no anomaly.